Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on july 31, 2019 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as there was less insulin in the reservoir than the insulin that was delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.